Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and intermittent loss of capture. It was further reported that the rv lead had dislodged. Because the patient was pacemaker dependent, the physician moved the existing right atrial (ra) lead to the rv, and placed the rv lead in the ra. The lead remains in use in the ra. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).